Event description:
It was reported that the unit was getting stuck in stand by. It was further reported that no error messages were observed.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.